Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for approximately 24 to 36 hours when medical attention was sought. The patient reported that the pod detached from the skin while sleeping, which resulted in cessation of insulin delivery. Following the detachment, the patient¿s blood glucose level reportedly increased up to 700 mg/dl. Due to elevated blood glucose levels and associated muscle aching, the patient sought medical attention at the emergency room on march 30, 2026. The patient remained in the emergency room for approximately 3 to 4 hours and was discharged the same day. The patient reported that no formal diagnosis was provided, and that treatment consisted of monitoring vital signs and assistance with lowering blood glucose levels. No additional information was provided regarding specific treatment interventions. The patient reported that the pod was discarded and was therefore unavailable for return or evaluation.